Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2023-13375 it was reported that the patient presented with infection at the implanted device pocket site and pocket erosion. The right ventricular lead and atrial lead were visible from the opened incision site of the implanted device pocket. The right ventricular lead and atrial lead were explanted due to infection. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.